Event description:
A customer reported the vacuum would not rise above 100 during a procedure. The system was rebooted, but then hard to switch unit for another to complete the cause following a 25 to 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
A company rep attended surgeries on the day following the customer reported event. The company rep could not detect any problem with I/a vacuum or any vacuum in any other mode. The facility did not request service. No samples were returned to eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).